Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic and non-dependent patient presented to the hospital for unrelated reason. Upon interrogation the right ventricular lead exhibited noise leading to oversensing. The lead was capped and replaced on (B)(6) 2018. No patient complications were noted.

Manufacturer narrative:
Correction: the previous report was submitted as malfunction. It should have been serious injury.